Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent a vascular access intervention therapy procedure. The target lesion was located in a shunt in the moderately tortuous vessel. After a guide wire crossed the lesion, a 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from patient and the procedure was completed with another of the same device. No patient complications were reported.